Event description:
During set up for a cardiopulmonary bypass procedure, it was observed o2 blender/analyzer would not calibrate. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Upon an investigation, it was determined that the 02 sensor within the electronic gas blender had prematurely expired and that the faulty o2 sensor led to the reported failure mode.